Event description:
During a treatment of a 2.3 x 2.9 narrow neck, left pcom aneurysm, the following event occurred: aneurysm sac was cannulated with an excelsior 1018 microcatheter. First matrix 3d 3x6 cm was nicely inserted into the aneurysm sac; the coil was successfully detached but only took a little longer to detach (3 minutes, 35 seconds). During detachment, high voltage was noticed, checked the alignment of the coil and it was ok. After the coil was detached, the wire was removed without any difficulty. Before trying to insert another coil, it was noticed that the side port flushing of the microcatheter had no flow. While trying to withdraw the microcatheter carefully for flushing, noted that the tail of the coil became stucked at the catheter's tip and 3 loops of the coil prolapsed back into the internal carotid artery. The coil tail dislodged with some difficulty to snare out with a retriever-10. The proximal part of the coil was broken while being snared with the retriever-10. The rest of the coil was snared with a j-tip wire, which was modified by the physician. Eventually the coil was successfully snared out completely, no thrombo embolic event, pt was stable and continued coiling with another matrix 3d 3x6 cm, matrix ultrasoft 2x3cm, and prowler plus microcatheter.